Manufacturer narrative:
The pod was received undeployed in pod state 15 with zero pulses. The pod is expected to transition to pod state 2 after fill, then pod state 14 after a period of 1 hour without pairing the pod to the controller, then pod state 15 after sitting in pod state 14 for 80 hours. No damages or deficiencies that would contribute to the reported event were observed. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.